Event description:
The customer reported via phone call that she was hospitalize due to low blood glucose. Customer's blood glucose was 59 mg/dl. The customer was treated with food. The customer was admitted to the hospital. The customer stated that she had surgery. After troubleshooting was done, the customer was advised to monitor insulin pump and call back if issues persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.